Event description:
The customer states her meter stopped working and she could not test her blood glucose level. The day before the incident, she used the meter successfully, but did not run controls. The morning of the incident, the customer could not test because the meter gave error codes. She took 2 units less insulin since she could not test her blood glucose level. She attempted to get a replacement, but could not locate a pharmacy that was open. The customer became hypoglycemic and paramedics were called. They performed a blood glucose and obtained 50 mg/dl. They treated her with juice and coke and approximately 45 minutes later, they retested and obtained 92 mg/dl. The customer states she is fine. Returned requested and replacement was sent.